Event description:
The customer's pump had an error alarm. Troubleshooting was performed. The self-tested passed. During the call, the doctor stated that the customer's sugar level rose due to the error alarm which erases her pump's settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore considers this report complete.